Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this right ventricular (rv) lead was attempted during a lead revision procedure. After a puncture from under the clavicle, the lead would not advance from the sinus venus cava around right atrium. This was attempted several times. The physician reattempted with a longer sheath. The rv lead was temporarily pulled out and checked in which damage was observed at the tip of the coil. The damage was reported as peeling and stretching of the coil. A different rv lead was successfully implanted without issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted during a lead revision procedure. After a puncture from under the clavicle, the lead would not advance from the sinus venus cava around right atrium. This was attempted several times. The physician reattempted with a longer sheath. The rv lead was temporarily pulled out and checked in which damage was observed at the tip of the coil. The damage was reported as peeling and stretching of the coil. A different rv lead was successfully implanted without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. A supplemental report will be filed at the time of completion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.